Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty to remove the gripper line was likely due to a contribution of forces from usage of the device (procedural conditions). The aggregations of forces due to patient anatomy and curves on the system likely resulted in the difficulty experienced by the user while removing the gripper line, as the gripper line was able to be fully removed without resistance when the medial curve was released from the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the gripper line was difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip was advanced to the mitral valve and grasping was performed successfully. However, during deployment, the gripper line (gl) could not be removed. Troubleshooting techniques were performed, and the gripper line was removed. Mr was reduced to 1-2. There was no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. There was no additional information provided.